Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated due to the failure of mosfet mounted on the printed circuit board (g2 board). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc concluded that the reported phenomenon was attributed to the failure of mosfet mounted on the printed circuit board (g2 board). The exact cause of the mosfet failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and confirmed that the reported phenomenon, and also that the power indicator and the cooling fan did not function. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use at the user facility on (B)(6) 2021, it was found that the subject device could not be turned the power on. The field service engineer (fse) of olympus (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated due to the malfunction of the subject device. There was no report of patient injury associated with this event.